Event description:
It was reported the customer received an unexpected restart alarm on their insulin pump. Customer's blood glucose was 116 mg/dl. Customer stated the alarm occurred after a battery change. The customer stated they did not program a temp basal prior to the alarm occurring. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.